Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during an esophagogastroduodenoscopy (egd) hemostasis procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the device powered up normally and no abnormal sounds were noted; however, the unit failed to deliver energy. The gold probe was replaced, but the same issue was observed. The procedure was competed using a second endostat iii electrosurgical unit. The device has been tested since this incident and is very slow to deliver energy in monopolar and bipolar modes. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be "good."

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during an esophagogastroduodenoscopy (egd) hemostasis procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the device powered up normally and no abnormal sounds were noted; however, the unit failed to deliver energy. The gold probe was replaced, but the same issue was observed. The procedure was competed using a second endostat iii electrosurgical unit. The device has been tested since this incident and is very slow to deliver energy in monopolar and bipolar modes. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be "good."

Manufacturer narrative:
Investigation results visual evaluation of the complaint device found the unit to be in good condition. All the knobs and switches appear to function properly and the unit passed the endostat iii return evaluation procedure and was within all test parameters. The condition of the returned device was not consistent with the complaint; the complaint was not confirmed. The unit passed the endostat iii return evaluation procedure and is within all test parameters. All connections inside the unit were checked and wires were manipulated while the rf was activated in all modes and no problems could be found with the output. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.